Event description:
It was reported that bd connecta wht 360deg tb 25cm leaked leakage at the tip of luer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed a white spot was observed on the fitting component. Bd determined that the cause of the failure was the white spot observed on the fitting component is attributed to the assembly process due to the excess solvent that votes back on the part at the time of performing the flow test of the machine assembly process. As a corrective action, a new design was made for the collection of excess solvent in the flow test, with this new design the solvent that is removed from the flow test will be thrown sideways and will prevent the rebound of solvent directly to the part in the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.